Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of replace system controller alarms and inability to power off the system controller was confirmed via log files and product testing, however the reported events of communication fault alarms and an active pump running symbol led when the driveline was disconnected was unable to be confirmed. Downloaded controller event log (cs-201255 da031023) was reviewed. The pump fixed speed was set to 5600 revolutions per minute (rpm) and the low-speed limit (lsl) was set to 5100 and 5000 rpm. Controller clock corrupt and controller internal fault (replace controller) alarms were active throughout the log file due to active timebase faults. The alarms briefly cleared when the controller was reset. The pump operated above the lsl when the driveline was connected. Testing of the returned heartmate 3 system controller (hsc-016242) revealed the following. A self-test was performed on the controller and passed. The log file was downloaded from the controller for review. The system controller was connected to a mock circulatory loop from 04oct2024 at 11:06 to 07oct2024 at 08:13 and was able to operate a pump without issue for extended operation. The reported replace system controller and communication fault alarm were not reproduced. The pump running symbol was off when the driveline was disconnected. It was then attempted to shut down the controller and the controller would not power off. The reported inability to power off the controller was confirmed. The system controller was disassembled in order to inspect the interior components. Visual inspection revealed corrosion and fluid ingress on the controller case and multiple components. Fluid ingress including multiple components of the vcc regulator circuitry, the eeprom circuitry (responsible for storing critical system parameters and limited manufacturing data i.e. Controller serial number), led circuitry, real time clock circuitry, and voltage boost circuity was observed. It was noted that extensive fluid ingress damage was present throughout the main pcb may impact overall function of the system controller, including but not limited to the reported events. No further testing was conducted. Per provided information hsc-016242 was the patient's backup controller. Fluid ingress likely contributed to the reported communication fault alarms and an atypical active pump running symbol when the driveline was disconnected; however, the root cause was unable to be determined. The root cause of the reported replace system controller alarm and inability to power off the system controller was determined to be fluid ingress which damaged the controller¿s circuitry; however, a root cause of how the fluid ingress occurred was unable to be conclusively determined. The device history records were reviewed and the records revealed the system controller (serial #: hsc-016242) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. C) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. C) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's backup system controller was alarming nonstop. The system controller was plugged into the system monitor and stated replace system controller and communication fault. Pump running symbol also displayed despite no driveline. The staff was unable to turn off the system controller despite no driveline and no power. The backup battery (ebb) was removed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.